Event description:
The hcp reported the pump was filled in 2005. A bridge bolus was done that was confirmed by 3 people. On the 3rd day the patient presented to the hospital with overdose symptoms of dizziness and lightheadedness. The pump was programmed to stop.